Manufacturer narrative:
The reported events were low pacing impedance, p ¿ wave amplitude, and a helix mechanism issue. As received, a complete lead was returned for analysis. The reported events of low pacing impedance and p ¿ wave amplitude were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of a helix mechanism issue was confirmed. The lead was returned with its helix extended and clogged with blood/tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or the inner coil at the connector region. After cleaning and applying torque directly to the connector pin, the helix could be retracted and extended. The full helix extension length was measured within specification. The cause of the reported event was isolated to the helix covered with blood/tissue.

Event description:
Related manufacturer reference number: 2017865-2025-1004000. It was reported a patient presented in the emergency department with bradycardia. The patient's right ventricular (rv) lead had high capture thresholds. The patient's atrial lead had p-wave amplitude variation and low pacing impedance. This was addressed in a procedure on (B)(6) 2025, where the rv lead was revised and reimplanted and the atrial lead helix failed to extend so it was explanted and replaced. Post-procedure the patient was stable.